Event description:
It was reported that the ilet bionic pancreas generated repeated occlusion alerts during insulin delivery after a meal announcement while using an inset infusion set with 23-inch tubing, and troubleshooting steps included disconnecting, inspecting tubing for kinks or air, flushing to verify drops, reconnecting, and filling the cannula, with the alerts ultimately resolving after the patient performed a supply change. Symptoms included hyperglycemia with a blood glucose value of 328 mg/dl and trending down to 209 mg/dl. Outcomes included temporary interruption and delay of insulin therapy until supplies were changed, with patient-directed monitoring. Investigation included technical troubleshooting and user education conducted by customer support. Investigation of this case revealed that tubing patency was confirmed, the cannula was refilled, and the occlusion condition ceased after replacement of the infusion set, indicating a likely infusion set-related obstruction at the site level. It was concluded that an infusion set occlusion occurred that was resolved by replacing the infusion set, with no further adverse clinical outcomes reported.